Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level. The customer's insulin was initially suspended due to the altitude alarm; however, following instructions to clean the speaker holes and reconnect the cartridge, insulin was successfully resumed after waiting up to five minutes. The altitude alarm did not recur following these actions, and the pump resumed normal operation. Technical support offered additional tips to prevent future altitude alarms, which the customer acknowledged.